Manufacturer narrative:
Investigation summary: observations and/or testing; was not conducted because no units (samples) or photos were provided for investigation of this incident for the alleged defect of package damaged / defective / other. DHR review: the lot was built / packaged on afa line 12 from 4oct2018 through 8oct2018 for a quantity of (B)(4) units. No reject activity related to the defect associated with the lot number provided was found. Investigation conclusion: conclusion(s): observations and/or testing; was not conducted because no units (samples) or photos were provided for investigation of this incident for the alleged defect of package damaged / defective / other. Root cause description: conclusion(s): the reported defect of package damaged / defective / other, was not identified or confirmed and a definite root cause could not be established as no units were provided for this incident. Without the actual sample for evaluation and testing there was no physical/mechanical evidence to confirm or support manufacturing process related issues that would contribute to the alleged defect.

Event description:
It was reported a damaged package was found before use with a bd insyte¿ autoguard¿ bc shielded IV catheter. The following information was provided by the initial reporter, "the package was torn."